Event description:
The bio-suture tak implant was placed into drill hole in right shoulder. The resident slightly pulled n suture to check patency and suture pulled out of implant. This happened twice with two different lot numbers. Expiration date 08/31/2018 for 10059616, expiration date 07/31/2018 for 10058385.